Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 failed to open. Customer tried to reboot the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the door 3 was failed. A field service engineer (fse) guided the customer on how to recover the door. The customer was able to recover the door. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.